Event description:
Reporter alleged segments were missing from and darkened on the display of the compact plus system. Reporter discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.